Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a false occlusion alarm occurred. Customer reported reusing insulin from old cartridges. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 330 mg/dl at time of alarm.